Event description:
It was reported that restenosis occurred. On (B)(6) 2022, the subject presented with non-st myocardial infarction (mi). A 3.50 mm x 32 mm synergy drug eluting stent (des) was implanted in the proximal left circumflex artery (lcx). On (B)(6) 2022, the subject presented with non-st myocardial infarction (mi), non-q wave mi. A 4.00 mm x 24 mm synergy drug eluting stent (des) was implanted in the left main coronary artery (lmca) to the proximal left circumflex artery (lcx). On (B)(6) 2024, the subject presented to the hospital with the symptoms of chest pain and was hospitalized for further evaluation and treatment. At the time of event, the subject was on aspirin and clopidogrel which were continued. On (B)(6) 2024, diagnostic coronary angiography revealed 100% in-stent restenosis (isr) from the left main coronary artery (lmca) to the left circumflex artery (lcx) and 95% stenosis at the first obtuse marginal artery (om). The patient was diagnosed with unstable angina and non-q wave myocardial infarction (mi). Following treatment with balloon angioplasty, residual stenosis was 0%. The event was considered resolved, and the subject was discharged from the hospital. On (B)(6) 2024, the subject presented to the hospital for brachytherapy and complex coronary invention of the left main, left circumflex and obtuse marginal arteries. The subject was hospitalized for further evaluation and treatment. At the time of event the subject was on clopidogrel and aspirin, which were continued. The subject was diagnosed with myocardial infarction (mi) and was recommended for revascularization with brachytherapy. The 75% isr from the lmca to the 100% isr at the proximal lcx was noted with neointima hyperplasia and was treated with a 3.50 mm wolverine cutting balloon and intravascular brachytherapy. The 95% isr at the obtuse marginal was also treated, resulting in timi 3 flow. The event was considered to be resolved, and the subject was discharged. It was further reported that angioplasty was performed using 3.00 mm non-complaint balloon and 3.50 mm wolverine cutting ballon at the proximal lcx, following angioplasty pre dilation was performed by using 3.50 mm x 20.00 mm non-compliant balloon from the left main into the obtuse marginal artery and a 4.00 mm x 10.00 mm wolverine cutting balloon was used to dilate the lmca.

Event description:
It was reported that restenosis occurred. On (B)(6) 2022, the subject presented with non-st myocardial infarction (mi). A 3.50 mm x 32 mm synergy drug eluting stent (des) was implanted in the proximal left circumflex artery (lcx). On (B)(6) 2022, the subject presented with non-st myocardial infarction (mi), non-q wave mi. A 4.00 mm x 24 mm synergy drug eluting stent (des) was implanted in the left main coronary artery (lmca) to the proximal left circumflex artery (lcx). On (B)(6) 2024, the subject presented to the hospital with the symptoms of chest pain and was hospitalized for further evaluation and treatment. At the time of event, the subject was on aspirin and clopidogrel which were continued. On (B)(6) 2024, diagnostic coronary angiography revealed 100% in-stent restenosis (isr) from the left main coronary artery (lmca) to the left circumflex artery (lcx) and 95% stenosis at the first obtuse marginal artery (om). The patient was diagnosed with unstable angina and non-q wave myocardial infarction (mi). Following treatment with balloon angioplasty, residual stenosis was 0%. The event was considered resolved, and the subject was discharged from the hospital. On (B)(6) 2024, the subject presented to the hospital for brachytherapy and complex coronary invention of the left main, left circumflex and obtuse marginal arteries. The subject was hospitalized for further evaluation and treatment. At the time of event the subject was on clopidogrel and aspirin, which were continued. The subject was diagnosed with myocardial infarction (mi) and was recommended for revascularization with brachytherapy. The 75% isr from the lmca to the 100% isr at the proximal lcx was noted with neointima hyperplasia and was treated with a 3.50 mm wolverine cutting balloon and intravascular brachytherapy. The 95% isr at the obtuse marginal was also treated, resulting in timi 3 flow. The event was considered to be resolved, and the subject was discharged.

Event description:
Agent ide. It was reported that restenosis occurred. On (B)(6) 2022, the subject presented with non-st myocardial infarction (mi). A 3.50 mm x 32 mm synergy drug eluting stent (des) was implanted in the proximal left circumflex artery (lcx). On (B)(6) 2022, the subject presented with non-st myocardial infarction (mi), non-q wave mi. A 4.00 mm x 24 mm synergy drug eluting stent (des) was implanted in the left main coronary artery (lmca) to the proximal left circumflex artery (lcx). On (B)(6) 2024, the subject presented to the hospital with the symptoms of chest pain and was hospitalized for further evaluation and treatment. At the time of event, the subject was on aspirin and clopidogrel which were continued. On (B)(6) 2024, diagnostic coronary angiography revealed 100% in-stent restenosis (isr) from the left main coronary artery (lmca) to the left circumflex artery (lcx) and 95% stenosis at the first obtuse marginal artery (om). The patient was diagnosed with unstable angina and non-q wave myocardial infarction (mi). Following treatment with balloon angioplasty, residual stenosis was 0%. The event was considered resolved, and the subject was discharged from the hospital.